Event description:
It was reported that the cup trial came off from the impactor during impacting to the acetabulum in the medical procedure. The cup trial could not be removed from the acetabulum, so the surgeon broke the cup trial with hospitals's device and removed it. The thread of the cup trial was worn.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device discarded.